Event description:
A nurse at the user facility reports that an intarocular lens (iol) would not fold properly in the cartridge of the iol delivery system. It is not known whether there was pt impact/injury associated with this event. Add'l info has been requested.

Event description:
A nurse at the user facility provided additional information indicating there was no pt impact/injury associated with this event.